Event description:
Patient self tester called alleging receiving discrepant low inratio values. (B)(6) 2014 inratio 3.3, lab 8.3. Patient's therapeutic range 3-4. 3+ hours between inratio and lab readings. Coumadin held on (B)(6) 2014 and (B)(6) 2014 based on lab reading of 8.3. On (B)(6) 2014 inratio 3.5.

Manufacturer narrative:
Investigation pending.